Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was interrogated and the merlin programmer made an overestimation of longevity on the device. Technical support was contacted and the correct longevity was read. The patient was in stable condition.